Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the report was that the 8110 did not detect a 50mm syringe and was not identified during the customer call. Biomed has attempted to address a syringe detection issue by testing different syringes, which the device successfully detected. Recommended performing preventive maintenance (pm) on the device to verify its overall operational correctness. Investigate the specific syringe type and profile used when the detection issue initially occurred. If the issue is not related to a setup error, send the device for repair. Biomed will call back if further assistance is needed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8110 was not detecting 50mm syringe. There was no patient involvement.